Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage, including cracked battery tube threads.

Event description:
Customer reported that the insulin pump continuously shuts off after five minutes of inserting a new battery. Customer stated that they are unable to use the insulin pump due to it continuously turning off and having a blank display. Customer also mentioned a crack on the screen. Customer's blood glucose reading at the time of the call was nearly 130 mg/dl. No further information reported.